Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics 3d (bm3d) stent ( 5.0 x 100mm stent) to treat a denovo lesion of the sfa distal third to proximal popliteal artery in the right leg. A contalateral approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty (pta). Atherectomy was also performed pre stent placement. On the (B)(6) 2022 an event of restenosis of treated segment (target lesion) was reported from the site. It was reported as "not related" to the device and "not related" to the procedure but worsening pre-existing condition. It was also reported as target lesion related. The patient outcome is reported as "resolved/recovered". It was an in-stent restenosis and it involved laser atherectomy, and percutaneous transluminal angioplasty (pta). The event was reviewed by veryan on (B)(6) 2022 and due to the target lesion relatedness and the intervention on the restenosis, it was considered possibly related to the device.the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.